Manufacturer narrative:
The company rep replaced the display controller board (part number 0670-00-0640e), display cable connector (part 0012-00-1058), IV pole shaft collar (part number 0105-00-0114), bushing pole mount (part number 0358-00-0063) were replaced. Expired safety disc assembly (part number 0997-00-0985-01), bracket locking cart (part number 0406-00-0860), latch console release cart (part number 0367-00-0091) and screw shoulder (part number 0212-00-0096) were replaced. The company rep performed pneumatic performance service diagnostics, functional tests, electrical safety checks, calibration and full preventive maintenance. The iabp met factory specs and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company rep observed fluid spill on the display controller board and on the display cable connector. IV pole shaft collar was found broken and bushing pole mount was missing. The helium tank gauge reading was 1852 psi. No pt was involved.